Event description:
It was reported that pump displayed malfunction code with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions, and customer stated they were away from charging supplies and would contact technical support later to continue troubleshooting; no additional information was received regarding the outcome of the event.